Event description:
Mother reports that her son was infusing vancomycin 630 mg IV via baxter intermate over 90 minutes via mediport. She reports that, she was checking on him when he had about 20-30 minutes left in the infusion at 5:45 am et. He heard a pop like a tire blew. When pt looked at intermate, he said it blew up. Mom reports his eyes go wide and he just removed the intermate from his port immediately. She reports that, she called dr, the on call pulmonologist to see what to do next. She reports that physician said that if he wasn't having chest pain, he should be okay. Approximately, 8 hrs later mom called our home infusion pharmacy to notify us of the situation. She saved the device for us so we will have it for eval. She states, son is not having any problems at this time. She was instructed to call 911 should anything develop. Verbalized comprehension. Dose or amount: 630 mg, frequency: every 8 hrs, route: IV. Dates of use: one day, in 2007. Diagnosis or reason for use: 277.02.